Event description:
The manufacturer received information alleging dreamstation 2 adv auto CPAP device emitted smoke and a smelled like burnt plastic. The patient reports the device caught fire when the patient was using the device. The patient placed the device on the floor because it vibrated, and they started to smell something funny. The patient reports it smelled like burnt plastic and no flames were seen. The patient saw smoke coming from inside the device. The bottom of the device and sides are warped. The vents on the side are melted. The patient reports using a surge protector. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging dreamstation 2 adv auto CPAP device emitted smoke and a smelled like burnt plastic. The patient reports the device caught fire when the patient was using the device. The patient placed the device on the floor because it vibrated, and they started to smell something funny. The patient reports it smelled like burnt plastic and no flames were seen. The patient saw smoke coming from inside the device. The bottom of the device and sides are warped. The vents on the side are melted. The patient reports using a surge protector. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. No device has been returned. No further evaluation is possible at this time. Three attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.